Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Examples were provided of an initial sodium result of 170 mmol/l and a repeat result of 142 mmol/l on another instrument. An initial potassium result was 20 mmol/l and the repeat result was 5 mmol/l on another instrument.